Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a primary plumset 0.2 micron filter, clave y-site, pe lined tubing 104 inch that was reported to leak at an unspecified location during the push of unspecified intravenous (IV) chemotherapy. There was patient involvement and no adverse event was reported.